Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the m.r.I. Ultra slimport. Post implantation a total disconnection occurred between the port reservoir and the catheter connection point, resulting in fluid leakage. Due to leakage in the port catheter, the portion of the catheter between the port reservoir and the vascular access site could not be visualized under the skin during ultrasound evaluation. Fluoroscopy revealed that the entire catheter had advanced into the right jugular vein. On (B)(6) 2026, the disconnected catheter, extending from the right jugular vein to the right atrium, was removed by interventional radiology using a snare. Additionally, extravasation was noted. The current status of the patient is unknown.